Event description:
It was reported that the insulin pump alarmed battery out limit during normal device use, and the customer experienced high blood glucose levels. The blood glucose reading was over 400 mg/dl. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.